Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned device upgrade procedure it was noted there were high thresholds and premature battery depletion noted for the leadless implantable pulse generator (ipg). The ipg was turned off and was replaced. No patient complications have been reported as a result of this event.